Event description:
Healthcare professional reported a left side deflation. Healthcare professional later reported left side "valve delamination from the shell" upon removal. Device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 29/jul/2016. Clarification to h4 - device mfg date: date noted as "ni". A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation; "valve delaminated from shell" observed during explant surgery.

Event description:
Healthcare professional reported a left side deflation. Healthcare professional later reported left side "valve delamination from the shell" upon removal. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as fold flaw opening. ¿ delamination: not observed. As per the investigation procedures, observed broken of plug strap, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9; h3; h6.